Manufacturer narrative:
The customer reported the handpiece for battery powered driver does not move when either the forward or reverse button is pushed. The repair technician reported the device did not run in forward and reverse. Membrane vent is damaged, patina residue on the motor, bearings and the device has a bad drive shaft. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2021 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 05.000.008, synthes lot #: 007408, supplier lot #: 007408, release to warehouse date: 11 dec 2018, supplier: (B)(4), no ncr's generated during production. (B)(6) 2021: part #: 05.000.008, synthes lot #: 5801244, supplier lot #: 002178, release to warehouse date: 05 jun 2008, supplier: (B)(4), no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the handpiece for battery powered driver does not move when either the forward or reverse button is pushed. The issue was observed during testing of the device outside of the operating room. There was no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).